Event description:
Edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately eight (8) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm bioprosthetic valve. Access to additional information denied due to patient privacy. Device was not returned due to it being discarded. There were no reported complications.

Event description:
Additional information received from hcp indicates this 27mm bioprosthetic valve was explanted due to prophylactic replacement. The patient underwent repair of a greater than 6cm aneurysmal dilation of the ascending, the arch, and the descending thoracic aorta along with a 5cm aneurysm of the innominate artery and right subclavian and the very proximal right common carotid artery. Surgeon noted that the valve was functioning properly, but had a significant layer of thrombosis on the leaflets and some calcification - surgeon felt it was not in the best interest of the patient to not leave the valve in place, especially since the aortic root was replaced. The device was replaced with a 25mm valve. The patient was reported in stable condition.

Manufacturer narrative:
The explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Attempts to obtain additional information and explanted device were unsuccessful. Without return of the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.